Manufacturer narrative:
Initial 2 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set was accidentally pulled out during use due to tubing catching on something which led to high blood glucose of 323 mg/dl and treated with correction injection with multiple daily injections. The event occurred on (B)(6) 2026.